Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise on high ventricular rate events, which was reproducible with isometrics. Noise reversion was noted on the electrogram. Programming change was made. The patient was stable and will continue to be monitored.